Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had an unidentified error message. No further details are available at this time. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
H11:b5: it was reported to philips that the device had a machine and proximal pressure sensors failure. G5:510(k)#:k102985. H10: an authorized service personnel (asp) was dispatched to the customer site, and it was determined that the data acquisition printed circuit board assembly (da pcba) needed to be replaced to return the device to working condition. The asp replaced the da pcba to resolve the reported issue. The device passed performance verification testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.